Event description:
It was reported that the catheter got stuck on the stent. It was reported that physician was doing a pci procedure. During preparation for the procedure when the catheter was being flushed the physician noted that there was a hole in the catheter. The device was never introduced into the patient.